Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that when treating the right upper pulmonary vein, the catheter shape was not as expected on imaging. The catheter was removed from the patient and the knot was corrected. Upon reinsertion into the patient, the catheter was unable to delivery energy for ablations and an error message was received. When removing the catheter, the insulation layer at the tip was noted to be damaged. The catheter was replaced and the procedure was completed.

Manufacturer narrative:
The pscc100 pulse select catheter with lot number 0012769562 and data files were returned and analyzed. Four images and one video file were received. The first image showed noise at the electrodes #1 and 2 on the pulsed field ablation (pfa) system screen. The second, third and fourth images all show the shape of the catheter array which appears knotted. The video showed the damaged catheter array under fluoroscopy imaging. During external visual inspection of the shaft and handle segments no anomalies were identified. During external visual inspection of the array segment, the guidewire lumen was observed to be detached from the tip, an inverted array was observed, and the spiral array pebax tube was observed to be bulged. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. During functional testing, the pulse select generator terminated the therapy delivery due to system error #2000. Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counterclo ckwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. Despite attempts to soften the guidewire lumen with disinfectants to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. The electrical continuity test revealed an open loop on the electrode #e2 wire. Inspection (microscope/x-ray imaging) and testing was performed to verify the in tegrity of the catheter sub-components. During the inspection of the spiral array segment, an electrode wire #e2 was observed to be broken. During inspection of the handle segment, it was observed that an electrode wire(s) was charred. In conclusion, the reported "knotted array and noise" issues were observed through data analysis. The reported "spiral array/array knotted" issue was not observed/reproduced with the returned catheter. The returned catheter failed the returned product inspection due to an inverted spiral array, the transition between array and the guidewire lumen was detached from the catheter tip, a charred electrode wire was observed in the shaft region, and the spiral array pebax was observed bulged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter was inverted and knotted. Noise was also detected on the potentials. The case was completed with radiofrequency. No patient complications have been reported as a result of this event.

Event description:
It was later reported that an error message was received indicating that there was an electrical current error.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.